Event description:
A beckman coulter, inc. Employee reported a potential hazard. A sample amount of smoke emitted from the rear and top of a unicel dxh 800 coulter cellular analysis system. A technical support engineer determined the smoke was being emitted from the instrument card cage. The instrument was being used as a demonstration unit located in the offices of a distributor, (B)(4). The instrument was not at a customer site. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The unicel dxh 800 coulter cellular analysis system is listed by (B)(6) complaint to: (B)(4), and beckman coulter declares the unicel dxh 800 coulter cellular analysis system complaint to: (B)(4). Note: (B)(6) standards association, (B)(6) is underwriters laboratories, and (B)(6) is (B)(6) for standardization. The field service engineer replaced the backplane. The investigation determined the backplane had failed capacitors. These capacitors were of an older design that had been replaced with a fused design. The investigation also determined the failure of the tantalum capacitors used in the back panel should not be a safety issue as the capacitors and circuit boards are flame resistant. Root cause was the capacitor design. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.